Manufacturer narrative:
(B) (4). Lens work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and the work order search, an specific root cause of the event could not be determined. (B) (4).

Event description:
The facility reported an aq2010v silicone three piece lens was removed due to malposition. Add'l info has been requested but none has been forthcoming. If add'l info is received, a supplemental medwatch will be submitted.